Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left anterior descending (lad) coronary artery that was mildly tortuous and moderately calcified. Pre-dilatation was performed with a 2 x 9 mm non-abbott balloon at 10 atmospheres. The xience xpedition 2.75 x 28 mm stent was deployed at 10 atmospheres. Post-dilatation was performed using a 2.75 x 8 non-abbott balloon up to 18 atmospheres. Patient had four episodes of ventricular tachycardia (vt) before and during the procedure for which direct current shock was given each time. Post-procedure, a check of the angiogram showed thrombotic occlusion of the lad stent with thrombus in ostium of the left circumflex. Thrombosuction was done. Intracoronary tirofiban was given. Patient had recurrent thrombus formation and flow could not be established even after multiple administrations of tirofiban and a bolus dose of streptokinase. Hypotension occurred which was corrected with noradrenaline infusion. Patient was started on streptokinase infusion 1 lakh units/hour and taken to the intensive care unit where patient collapsed and died. Physician is unsure whether the device contributed to the patient death. Prior to the initial procedure, the patient's clinical presentation was st-elevation myocardial infarction. No additional information can be provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4).